Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no non-conformances or abnormalities during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Event description:
A user facility nurse reported that approximately 3.5 hours into a patient¿s regularly scheduled 4 hour hemodialysis (hd) treatment, the connection from the external transducer protector on the bloodline became loose and detached from the hd machine causing a blood leak. The patient¿s blood had backed up into the venous pressure transducer port. The hd machine did not alarm. The patient's estimated blood loss (ebl) was noted as being approximately 100 ml (milliliters). The transducer protector was replaced and the patient was able to complete treatment on the hd machine without further issue. The patient did not experience any ill effects or adverse events as a result of this event. There were no observed defects with the bloodlines which may have caused the connection to become loose. The bloodline device was not available to be returned to the manufacturer for evaluation as it was discarded. The machine was not removed from service and no repairs were made on the machine.